Event description:
During an installation, the co rep performed a routine check of the unit and observed that the unit's preload volume was out of specification, and the unit failed the safety disk leak test.